Event description:
Customer initially called to report that the pump had given an e21 alarm. Customer then reported that she was hospitalized due to low blood glucose levels. Troubleshooting was performed and pump passed all required tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.